Event description:
It was reported that the microcatheter (subject device) had been placed within the basilar tip aneurysm using the jailing technique. As the stent delivery system was being advanced, the microcatheter moved forward resulting in a rupture of the aneurysm. Protamine administered to reverse the heparin and five coils were implanted into the aneurysm to stop the extravasation. The patient had a ventriculostomy. The patient died, cause and date are unknown.